Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-12143. It was reported the patient's scs system is auto reducing. Diagnostic testing revealed only two contacts were valid. The patient was reprogrammed but the patient is not receiving effective stimulation therapy. The patient saw his physician and surgical intervention is scheduled to address the issue.